Event description:
It was reported that an ilet user experienced a temporary loss of continuous glucose data from a dexcom g7 sensor to the ilet, indicated by three lines on the display and a lost-connection message; the glucose readings subsequently resumed during the call, and troubleshooting and education were completed. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and basic troubleshooting guidance regarding cgm signal loss. Investigation of this case revealed transient cgm-to-ilet communication loss without persistent malfunction and with recovery of data, consistent with signal interruption rather than device failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication disruption.